Manufacturer narrative:
A visual evaluation of the returned device revealed the proximal end of the guide catheter was stretched and broken near the distal end. The distal end of the guide catheter had kinks/bends/indentations which was likely due to the suture embedding inside the guide catheter assembly during retraction or deployment. This may have potentially caused stretching / breakage of the guide catheter assembly. The push catheter working length of the push catheter was kinked. The stent and suture assembly were not returned by the customer. During manufacturing, g.I stent (plastic) devices are 100% inspected for dimensional and cosmetic issues and also fep guide catheter assembly for working length integrity and any defects found are scrapped and documented in DHR. Based on the damages found on this device, the most probable root cause for this complaint is operational context. Device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a stenting procedure of a patient (patient age, sex, and weight are unknown). During the procedure, the stent was unable to be deployed. The device was removed and examined, at which point it was noted the guide catheter was stretched. The procedure was successfully completed with another flexima biliary stent system and no reported patient complications. The patient was reported to be in good condition after the procedure. This event has been deemed a reportable event based on the investigation results; broken guide catheter.